Event description:
A patient filled with 2000 ml on the homchoice device. The patient tried the initial drain and the cycler went to fill 1 with no drain. The patient performed a manual drain of 4131ml. This drain volume meets increased intra-peritoneal volume (iipv) criteria.

Manufacturer narrative:
(B)(4). The device is not available for evaluation at this time. Should additional information become available, a follow up MDR will be sent. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.